Event description:
It was reported that during a laparoscopic hysterectomy procedure, the top and bottom jaw separated from the device then fell into the patient. The jaw was retrieved. The jaw was visually able to be seen. Another device was used to complete the procedure. No adverse consequences reported. One device and jaw will be returned. No other details are available.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with I- blade cracked, jaw detached (returned) and cable cut. The instrument could not be tested by generator due to the returned conditions of the device. There is insufficient evidence related to what caused the bent jaw; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement